Event description:
Customer called to report that the unicel dxc 600 synchron system displayed "high pressure air supply low" errors, and that the wash line popped off the wash canister, resulting in a wash solution leak. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to adjust the pressure on the instrument and to reattach the wash line. The cts also advised customer to drain the mist separators. Finally, the cts directed customer to run the instrument to verify instrument performance and ensure that the troubleshooting effectively resolved the instrument issue. Customer has not called back to report any further instrument issues. Customer stated that no one was affected by or exposed to the instrument leak.

Manufacturer narrative:
(B)(4).